Event description:
The customer reported that the drive support cap was sticking out. The customer stated that he pressed back in and gave himself a big dose of insulin. The blood glucose reading was 123mg/dl. Advised the caller to disconnect from the insulin pump and reverted to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk. A scratched display window, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and bleeding lcd were also noted.